Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot# 73h1800140 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the unit misfired during use. There were no injuries. The doctor opened another device and corrected the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and a double feed present. The first clip was returned loaded incorrectly in the jaws with the second clip pressed up against the hinge of the first clip. The rotation tab was bent. The returned sample appears used as there is biological material present on the device. First the partially loaded clip was manually removed , and the trigger cycle was completed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to properly load into the jaws and was successfully attached to over-stressed surgical tubing. However, no clip was in the next position in the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "unit misfired" was confirmed based upon the sample received. One device was returned with 10 clips remaining, including the partially loaded clip, indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the unit misfired during use. There were no injuries. The doctor opened another device and corrected the procedure.